Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01146.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil into the target vessel with a lantern delivery microcatheter (lantern) and reported that the ruby coil was unable to detach using the handle. The ruby coil was therefore removed and was no longer used in the procedure. The procedure was completed using another ruby coil and the same handle and the same lantern. There was no report of an adverse effect to the patient.